Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received unexpected restart. Customer's blood glucose value was unknown at the time of the incident. Customer stated that alarm occurred shortly after inserting a new battery. Troubleshooting was performed for alarm. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the displacement, unexpected restart error test and self test. No unexpected restart error alarm noted during test.